Manufacturer narrative:
The field service engineer (fse) replaced the gas delivery subsystem (gds). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The removed gas delivery system was received and tested. The customer's complaint was verified. The root cause was a failure of the airflow sensor caused by u1 drifting out of calibration.

Event description:
The customer reported low leak co2 rebreathing error on the ventilator screen. There was no patient involvement. The customer spoke with a remote service engineer (rse) and reported there were no error codes in the history and the blower is operating as expected. The rse recommended the customer to perform the pressure and flow test of the performance verification test. The customer does not have the proper test equipment so they requested onsite service.